Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the user request was not confirmed. Additional evaluation findings are as followed: battery drain. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during a therapeutic laparoscopic intestinal resection, the video system center displayed a b30 error (scope communication error). The procedure was completed using the same set of equipment. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the event could not be determined. Olympus will continue to monitor field performance for this device.